Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a conclusive cause for migration could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report after clip deployment, the clip changed orientation requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) (cds0601-xtr, 91127u377) was advanced to the mitral valve and the clip was deployed per the instruction for use (IFU). At this point, the procedure was successful with one clip implanted, reducing mr to 1-2. It was estimated that 15 minutes post clip deployment, when the devices were being withdrawn from the patient anatomy a change in the orientation of the clip was seen. Mr increased from 1-2 post release back to 4. The valve was examined, and it was confirmed there was no single leaflet device attachment/slda and on 3d echocardiogram, there appeared to be a tissue bridge for the clip. There was no tissue damage noted. The steerable guide catheter (sgc) (sgc0301, 00110u114) was still in the right atrium and it was decided to place an additional clip to stabilize the first clip and reduce mr. The dilator was re-prepped, and a new wire was introduced through the multipurpose catheter successfully. The physician attempted to introduce the dilator over the guide wire, but not able to go through the dilator to the rhv as it appeared to hit an obstruction in the dilator. Decision was made that it was defective and a new sgc was opened. A new xtr clip (cds0601-xtr, 91204u148) was advanced in the mitral valve and the clip was placed laterally but had difficulty grasping the leaflets. The clip was re-positioned medially, and grasping was successful, and the clip was deployed. Mr was slightly reduced; therefore, an additional clip (cds0601-ntr, 91125u144) was advanced and placed laterally but had difficulty grasping as well. The clip was then withdrawn without issue from the patient anatomy. Two clips implanted reducing mr to 2-3. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient was doing well and discharged. No additional information was provided.